Event description:
Resident sitting in dining room in chair. Labored breathing was noted. Face was cyanotic with chin towards chest with rim of brace holding her chin down and also covering her nose. Brace removed and resident positioned for open airway. Color became much improved as resident was breathing on her own. Cna applied neck collar as inserviced. Collar was removed and placed in dr's office until further investigation by ot dept.